Event description:
It was reported that a transmission was received on 06/03/12. Egm showed noise on the rv channel. The patient was scheduled for an in-clinic visit on (B)(6) 2012. Noise was reproducible with isometric testing. Patient to present for follow-up in 3 months.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.